Event description:
As reported: the radiologist used the oncontrol bone marrow system for a bone biopsy. During this procedure, the biopsy needle broke. The radiologist was notified about the off label use from a teleflex sales representative, and was offered additional training to use the oncontrol bone lesion system. Per procedure note: according to the tumor board decision of (B)(6) 2022, the patient was to undergo a CT-guided bone biopsy of an unclear bone lesion in the ventral upper edge of lwk5. This was performed on (B)(6) 2022 from 09:00. After clarification and exclusion of contraindications, a native planning CT of the lower lumbar spine was performed in the prone position. CT morphology showed the known bone lesion in the anterior edge of the cover plate of lwk5 to be centrally osteolytic and marginally multi-sclerosed. Decision for an interventional procedure from the right dorsal transpedicular. This was followed by marking the access route, sterile draping, local skin disinfection and application of local anesthetic subcutaneously, intramuscularly, and up to the periosteum. Puncture incision of the skin. Then, under repeated CT control, advance a 15 cm/ 11 g bone biopsy needle to the multi-sclerosed lesion in lwk5. Immediately before reaching the lesion, the hollow needle breaks off at the level of the muscle fascia of the deep lumbar autochthonous back muscles while the drill is running, and the patient moves briefly (time 9:44). The part close to the drill can be recovered. The part of the needle far from the drill remains intramuscularly and osseous transpedicular in lwk5. The remaining portion of the needle is to be surgically retrieved later today. The remaining needle portion was surgically retrieved during the day and the sample material from the needle was sent for pathological examination. The reclaimed bone biopsy was secured. Additional information received on (B)(6) 2022: excessive force was not applied during the procedure with the oncontrol driver. There was no notable change in the rpm of the driver. No CT images were available for investigation. There was no torque applied when accessing the bone lesion sample, however it was reported that the patient moved. The patient did not have to have any extra hospitalization due to returning to surgery for removal. The patient is reported to be in stable condition.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Manufacturer narrative:
One-unit of oncontrol cannula was returned for evaluation. The shaft was observed to separated. A device history record lot number review was performed. No nonconformances were noted. A manufacturing record review was completed by the third-party supplier, and no related nonconformances were found. Case details were reviewed. A patient underwent a bone biopsy procedure. The location is the anterior edge of the cover plate of lwk5 centrally osteolytic and marginally multi-sclerosed. A bone marrow biopsy kit was used for a lesion case. The biopsy needle broke during the procedure. Per IFU states the following: - the arrow oncontrol bone marrow aspiration system is intended for bone marrow aspiration of the iliac crest of adult and pediatric patients. It is intended for bone marrow core biopsy of the anterior or posterior iliac crest of adult patients. Step 5: locate insertion site with needle set on the periosteum. Note depth marking. Squeeze trigger to penetrate cortex to medullary space. Do not apply excessive force to driver/needle set. Additional information was requested. A response was received. According to the tumor board decision, patient was undergoing a CT guided bone biopsy of an unclear bone lesion. After clarification and exclusion of contraindications, a native planning CT of the lower lumbar spine was performed in the prone position. CT morphology showed the known bone lesion in the anterior edge of the cover plate of lwk5 to be centrally osteolytic and marginally multi-sclerosed. Decision for an interventional procedure from the right dorsal transpedicular. A 15cm/11 g bone biopsy needle was advanced to the multi-sclerosed lesion in lwk5. Immediately before reaching the lesion, the hollow needle broke off at the level of the muscle fascia of the deep lumbar autochthonous back muscles while the drill was running. The part close (proximal hub part) to the drill was recovered first. The distal section embedded in the anatomy was retrieved surgically. Excessive force was not applied during advancement. Patient condition is stable. No angiograms or fluoroscopic images were provided. It is likely due to the density of bone along with interaction with a needle from a bone marrow kit used in a multi-sclerosed lesion could have caused damages on the shaft. Subsequently, leading to separation. Based on the information, the most likely root cause of the issue is user error.